Event description:
Additional information received reported that the patient had received assistance from her healthcare provider or manufacturer representative on (B)(6) 2014 and had her concerns resolved. It was also stated that the patient was still having concerns but had scheduled an appointment for (B)(6) 2014.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient reported that ¿about 1 month after implant in december stim was not working on the right side, and turning stim on to relieve left side made right side pain twice as bad.¿ the patient noted that she had a programming session and hcp took xrays. Everything appeared in the correct location. At the date of report, the patient stated that she would have to get injections for pain on the right side and was scheduled for an epidural on (B)(6) 2013.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012; product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).